Event description:
It was reported that the customer's insulin pump was making a strange noise. The customer stated that the motor of the insulin pump was making the noise during the rewind process. The customer stated that the insulin pump was working fine. The customer's insulin pump passed the self test. The customer's blood glucose was 115 mg/dl. Advised to monitor the insulin pump and and to call back if any alarms or other issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.